Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-45 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered two lead warnings for low impedance months apart from each other. The warnings were cleared and the lead remains in use. No patient complications have been reported as a result of this event.